Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality technician reported that the spring clip had broken off and was missing. Since the event occurred during routine testing, there was no patient involvement during this event.